Event description:
On (B)(6) 2012 customer that the dxc 800 pro instrument had an unknown colorless fluid leaking from the ion selective electrode (ise) drip tray overflow line. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer with troubleshooting, via phone. Fse diagnosed the issue with the customer and determined that there was a blockage in the electrolyte injector cup drain valve. Fse directed the customer in clearing the occlusion. This resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).